Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from february 12, 2020 - february 13, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred during filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.